Event description:
One blood leak occurred at the start of dialysis treatment. The blood loss was 200 cc because the blood of the total inside volume was taken including the dialyzer and tubing. The pt was well and no medical treatments were given.